Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). Analysis: no failure found product ID: 9733686. Analysis: no failure found product ID: 9733857 analysis: no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that when the navigation system was booted during preparation, a beep was heard, and the camera was disabled. The system was restarted, and the same incident occurred. After a third restart, the system functioned as normally once again. There was no reported delay to the procedure and there was no reported impact on the patient¿s outcome.